Manufacturer narrative:
The field service engineer (fse) inspected the ion-selective electrode flow path. The analyzer's performance was verified through an ise check, calibration, qc and a patient comparison test with successful results. The provided calibration monitors and qc data indicated a normal function of the system.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for several patient samples tested on the cobas pro ise analytical unit. The reporter stated that they noticed the questionable results when they performed reruns after a technical incident at their other location. The initial results were reported outside of the laboratory. Refer to the attachment "pt-79526" for the table containing examples of discrepant results. The na electrode lot number is d7642. The expiration date is 26-aug-2023.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and did not find any obvious cause for the issue. The sodium and reference electrodes were changed. The investigation is ongoing.